Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Initial reporter city, initial reporter state: (B)(6). (B)(4).. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter city, initial reporter state): guilin, guangxi zhuang autonomous region. Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly, ligator head) was analyzed, and a visual evaluation noted that the returned ligator housing had seven bands attached and some of them were overlapped. The ligator head teeth were bent/damaged. There was no damage on the handle and it had marks of the trip wire in the slot. Per media analysis on the photo provided by the customer, it had no problems related to the reported event, it just showed that the device was in its trail. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were overlapped. These suggest that the device could not deploy. These conditions could have been generated due to procedural, anatomical factors or the technique performed by the physician. User manipulation during preparation and/or some technique performed during the preparation or procedure could have also been cause the reported problem. The most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.